Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault was noted as well as angle closure associated with elevated intraocular pressure (iop). The lens was exchanged for a shorter lens on (B)(6) 2015 and the problem was resolved. The patient's last know bcva was 20/20 as of (B)(6) 2015.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the cause of the complaint. No definite root cause for the complaint was determined. Visual inspection of the returned product found the lens torn into two pieces. The lens could not be re-measured. The lens was returned dry. Based on the complaint history, work order search, evaluation of the returned product and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Secondary surgery. New incision. Angle closure. Explanted. Vaulting. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).